Event description:
On (B)(6) 2012 a reporter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was displaying the meter settings when the patient attempted to test her blood glucose. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that the alleged issue began on the afternoon of (B)(6) 2012. The reporter said that the patient manages her diabetes with insulin (no adjustments). The reporter mentioned that the patient had consumed less food and/or drink than in her normal diabetes management on the day of the alleged issue. The reporter claimed that the patient had developed symptoms of "sweating, confused and shaky" minutes before the alleged issue began. The reporter informed the cca that the patient was hospitalized and treated with IV glucose by a health care provider on the morning of (B)(6) 2012. The reporter also mentioned that the patient's blood glucose was tested on a hospital meter (unknown type) but the specific result was not provided. At the time of troubleshooting the cca was able to resolve the alleged issue. However, replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly was hospitalized and treated with IV glucose by her health care provider due to the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.